Manufacturer narrative:
A visual inspection was performed on the exterior of the product and no damage was observed. Complaint of overheating was confirmed. Mdu failed for motor stall error and then overheated. Cause of overheating and errors is a corroded motor/gearbox. The gearbox was found to be jammed and corroded internally. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mdu hand control powermax shaver motor is too hot (overheated). This occurred during the procedure. A back up device was available and used to complete the procedure. No delays of patient injuries were reported